Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine maintenance work on the centrimag systems, one centrimag motor was observed to be unable to be detected by centrimag consoles, even when trying with various centrimag consoles. The motor was removed from use. It was noted an m2 motor not connected alarm would occur.

Manufacturer narrative:
This report was made with cfn based MFR number in error. This report was intended to be made as an fei based MFR with fei 3003306248. Manufacturer's investigation conclusion: the reported event of m2: motor disconnected alarms when using the centrimag motor was confirmed via analysis of the returned product. The returned centrimag motor (serial number: (B)(6) was evaluated at the european distribution center and by product performance engineering alongside known working test centrimag equipment and a mock circulatory loop. During testing, a m2: motor disconnected alarm would activate upon connecting the motor to a test console. The continuity of the wires in the motor cable were then individually tested, revealing that the gray and yellow (power signal) wires were damaged. A section of the motor cable¿s outer jacket at the proximal bend relief was removed to inspect the underlying wires, revealing that the gray and yellow wires were kinked at a sharp angle. Further testing confirmed that the inner conductors were damaged, which would result in the reported event. The reported event was determined to be due to wire fatigue in the returned motor cable. Although not conclusively determined, repetitive flexing of the bend relief during use over time may have contributed to the observed underlying wire damage. Similar reports of conductor breakdown in the motor¿s cable have been documented, and a corrective and preventative action (CAPA) was implemented to address the wire fatigue; however, the returned motor was manufactured prior to the implantation of the CAPA. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the operating manual and the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.